Manufacturer narrative:
Weight - unk. Ethnicity - unk. Race - unk. PMA/510(k) - this product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vicmo13.7, -05.00 diopter, implantable collamer lens into the patient's left eye (os) on (B)(6) 2018. The lens was removed and replaced for a shorter length lens during initial surgery due to excessive vault. This resolved the problem. Cause of the event is reported as unknown.

Manufacturer narrative:
Device evaluation: lens was returned in a micro-centrifuge vial. Visual inspection found a haptic tear. (B)(4).